Event description:
A customer observed negatively biased dgxn quality control results on a 950 analyzer. No pt samples were processed at this time. If this event occurred with pt samples, the magnitude and direction of the bias could lead to inappropriate physician action. There was no report of pt harm as a result of this event.